Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Prior to the start of a grids procedure a (B)(6) boy was pinned into a mayfield triad skull clamp. When the direction of the table was changed the pins slipped. The patient did not incur any injury as a result of this event. Adult mayfield disposable pins were being used. The pins were replaced. There was no significant delay in surgery as a result of this event. Brain lab was also being used for this procedure.